Event description:
It was reported that a malfunction alarm occurred. In addition, the customer experienced a ¿high¿ blood glucose (bg) level; a specific bg value was not provided. Reportedly, the customer did not deliver a large enough bolus to address carbohydrates consumed. The customer administered a manual injection to address bg level, and reverted to an alternate method of insulin therapy.